Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient therapy is not working as well, hard to get up and get moving, having to take more meds. They stated having two new battery replacements in (B)(6) 2020 and then falling and hurting their knee in (B)(6) 2020. The patient has met with the physician but the physician does not think the issue is the dbs. The patient states she thinks there is something going on with the dbs even though the physician says it isn't the dbs. The patient will be having a upcoming surgery for her knee. Refer to manufacturer report #3004209178-2020-14846 for related device.